Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the product broke. The surgeon tried to impact the implant into the disc space, when doing so the peek cage cracked which then became disengaged from the inserter. They were able to the remove implant from patient and then get a new implant successfully implanted. There were no complications or issues with the patient.

Manufacturer narrative:
Product analysis:visual and microscopic examination of the returned implant identified asymmetrical deformation on the top face of the implant, thread damage, and angulated cracking, consistent with bend stress overload.